Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-540a-1051: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass/metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Reportedly ¿detached greenlight laser fiber at between laser fiber body and cooling system preventing utilization¿ was noted. No further information provided. No patient or user injury was reported. The fiber was returned with minimal to no information.